Event description:
A malfunction was reported with a code "malf 24," and it was noted that the malfunction code was not resettable. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.